Event description:
The customer reported that their device would no longer power on with ac or dc power. It is unknown if there was any patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the contracted service agent evaluated the device and verified the reported failure. The power supply assembly will be replaced and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation. The initial medwatch report should indicate: the contracted service agent evaluated the device and verified the reported failure. The power supply assembly was replaced and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. It was determined that the eos power supply module was the cause of the reported failure. The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported failure. The power supply assembly will be replaced and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.